Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device was not received for analysis. A review of the manufacturing documentation found that all devices shipped from the batch conformed to the preventive measures / current controls as per the product specification. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the calcified circumflex artery. After a guide catheter was advanced, pre-dilatation was performed using a 2.5 x 15 semi compliant balloon with a good result. A 2.75 x 12 synergy¿ drug-eluting stent was advanced to treat the lesion; however, upon advancing the device into the guide catheter, the stent was dislodged from the balloon into the proximal part of the circumflex. The stent was then retrieved with a 1.2 x 15 mm non-bsc balloon catheter. No patient complications were reported.